Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 29 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 1 year 4 months post implant the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Correction to section b5 and h6 based on review of medical records. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. In this case, the valve was found to have late endocarditis approximately 11 months post tavr procedure and the valve was explanted. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 29 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 1 year 4 months post implant the patient's valve was explanted and replaced with a surgical valve. Per medical records review, the patient was diagnosed with prosthetic valve endocarditis (enterococcus), aortic valve vegetations, and subsequent stenosis. The late endocarditis had vegetations resulting in stenosis of the valve.